Event description:
It was reported that a detachment occurred. A rotawire drive and a rotapro were selected to treat a moderately tortuous and severely calcified lesion located in the proximal left anterior descending artery (lad). The devices were advanced using dynaglide to the left main. When the rotawire drive was attempted to be removed from the main left anterior descending artery, it was noted the tip spring was stretched and separated. The separated tip remained in the blood vessel. A snare was used to successfully recover the separated tip. No fragments of the device were left inside the patient. The patient was stable post procedure.

Event description:
It was reported that a detachment occurred. A rotawire drive and a rotapro were selected to treat a moderately tortuous and severely calcified lesion located in the proximal left anterior descending artery (lad). The devices were advanced using dynaglide to the left main. When the rotawire drive was attempted to be removed from the main left anterior descending artery, it was noted the tip spring was stretched and separated. The separated tip remained in the blood vessel. A snare was used to successfully recover the separated tip. No fragments of the device were left inside the patient. The patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a photo of the device was received with the complaint and it was observed the spring tip was unraveled and split into two sections. The rotawire drive was returned for analysis. A visual examination revealed that the guidewire confirmed the spring tip to be bent/kinked. The guidewire has a detached portion of about 1.5 cm of the spring tip. Microscope inspection showed that the spring tip is stretched and bent/kinked. Inspection of the remainder of the device presented no other damage or irregularities.